Event description:
It was reported by service report that the chaperone (bed exit) function was not functioning. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - csi box.